Event description:
It was reported that the patient underwent surgery to treat pelvic organ prolapse on (B)(6) 2006 and mesh was placed into the patient's body. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to recurrently urinary tract infections and urinary incontinence. It was reported that following insertion the patient experienced pelvic and lower back pain, nocturia x5, recurrent bladder infections, urinary problems, recurrence and dyspareunia. The patient underwent mesh revision on (B)(6) 2012. (B)(4).